Manufacturer narrative:
Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.